Manufacturer narrative:
H2: continuation or d10: part number: bi30000546, lot number: rev. 3 : s/n: (B)(6). Part number: bi30000145, lot number: rev. 7 : s/n: (B)(6). Part number: bi31000146, lot number: rev. 1 : s/n: (B)(6). H2 additional aro information: per sop-cpa-05, it was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded that the issue was due to hardware. Issue could not be resolved, current system to be replaced with o2. Estimated 3d dose absorbed (patient): 12.5 msv to 25msv. Number of people exposed: 1 patient total, number of people in or unknown. H3: additional system analysis was preformed and it was noted that after testing they replaced the corroded power switching board, x-ray relay board and system board. System still will not complete a spin. Continued testing system from previous night. Initially the representative was able to complete seasoning of the tube and dose testing on new tube. Completed auto and manual generator calibrations. Then the system would intermittently allow 3d spins and then suddenly not let them complete and show error 17 and 13. The following day, the system would not complete a spin. It would start and make it about 30% and then stop and the generator would beep. Replaced ht and atp board with no change. Reinstalled old ht and atp and installed new tube. System seemed to work for awhile. Troubleshooting continued on the system, as the first spin created an error 13. Upon inspection I found the hv tank to be swollen. Once the new replaced hv tank was replaced and during testing the representative heard a clicking noise coming from the inverter. Ordered more parts. The returned hv tank was put under visual inspection and they were able to confirm that there was damaged hardware. The hv tank was expanding from the bottom. Confirming it was electrically overstress. (B01,c07 ,d02) the returned power switching board failed visual inspection due corrosion that was found on the fuse and motor supply connector port. They were unable to install on system for further testing. The returned system control board was installed in the test system. During system testing, it was confirmed that the imaging system did not fully boot up making which confirms the issue as it was unable to take 3d scan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that 3d spin would start then terminate after 10-15 seconds. The inverter, filament driver board, generator interface, hv tank and atp board was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that when trying to acquire the confirmation spin, the system started, but them made a loud noise and stop. The x-ray tech tried again and the same thing happened. At this point, the surgeon decided that continue without using the imaging system to obtain confirmation images. They brought the system into a separate room and were able to take 2d images, but then had the same thing happen when attempting to acquire 3d. Every time, giving a loud popping noise. This caused a 5-10 minute delay and no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi40000025, serial/lot #: rev 9 s/n (B)(6), ubd: unknown, UDI#: unknown product ID: bi71000579, serial/lot #: rev 3 : s/n (B)(6), ubd: unknown, UDI#: unknown product ID: bi71000487, serial/lot #: rev 2 s/n (B)(6), ubd: unknown, UDI#: unknown h2, h3: the returned pcba was analyzed. The rep installed it in a test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging failed. Previously reported codes b01, c07, and d02 are applicable. The returned x-ray tube was analyzed. The rep installed it in system 680. Bench test failed measured 0.1 ohms on the large and small filament on the cathode. The system initialized. Motion, generator, communication and charging readied. Run rad gain and run fluoro gain calibration failed. 2d and 3d imaging failed. Previously reported codes b01, c02, and d02 are applicable. The returned control board was analyzed. The rep installed it on a test system. The system initialized. During system test, the system failed to take 3d exposures. Previously reported codes b01, c07, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system wasn't performing as intended and that hardware parts were replaced. There was no patient. Medtronic received additional information that this event ultimately resulted in a complete product failure due to liquid intrusion into the generator of the imaging system. The device had been deemed irreparable. Additional information was received from a company rep. It was reported that the system was unable to complete a 3d spin. There were multiple failures that caused the event. The event wasn't resolved. The system was replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.